Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the device was not placed into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.